Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead was repositioned several times. During the last reposition of the lead, the stylet no longer could be inserted. The lead was not used and replaced. The patient experienced no consequences.